Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. A review of the reactive hbv result showed a robust, sigmoidal growth curve indicative of true target amplification, and the positive control for hbv was also robust and sigmoidal, confirming proper assay functionality. The batch review indicated no systemic issue, with a kit occurrence rate for discrepant results of 0.098%. Quality control data was reviewed, and no anomalies were observed. The most likely explanation for the observed discrepancy is related to the assay's limit of detection (lod), where reactive and non-reactive results may occur depending on the viral concentration in the sample. Additionally, the possibility of sample contamination due to deviations in optimal sample workflow cannot be ruled out. The blood donation associated with the sample was discarded, and no additional harm or delay in treatment was reported.

Event description:
The initial reporter alleged a result discrepancy with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. A sample initially tested reactive for hepatitis b virus (hbv) with a cycle threshold (CT) value of 38.38 on (B)(6) 2023. The reactive result showed a robust, sigmoidal growth curve indicative of true target amplification. The sample was repeated with the same assay on the same instrument on (B)(6) 2023 and generated a non-reactive result. The sample was then tested on a different instrument with the same assay and also generated a non-reactive result. Serology testing for the sample was non-reactive in all instances. The blood donation associated with the sample was discarded.